Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was "high", specific value not provided. At the time of the report, customer had not yet addressed their ¿high¿ bg. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.